Event description:
A user facility submitted a repair request to the olympus service center, on a evis exera iii bronchovideoscope exhibited b30 scope communication error. The event occurred during preparation for use, prior to an unknown procedure. It was reported that no procedure was performed. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, scope connector cover broken, distal end cover burned, bending section glue separated, connecting tube scratch/buckled; pocket pouch, connector plug unit corroded, and scope connector cover corroded. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that temporary conduction failure of the circuit board inside the scope connector occurred due to water invading the subject device causing the error (b30). However, the root cause could not be specified. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿precautions: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿. This supplemental report includes information added to b3, d4, e3 and h4. Olympus will continue to monitor field performance for this device.